Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture ingress. During investigation for unrelated allegations, there were 10 additional audio bolus w/ moisture failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the one touch ping model pump experienced an issue with audio bolus button responsiveness where moisture was present. These reports were received from various sources. The patients associated with this allegation ranged from 11-41 years of age and between 61 and 61 pounds. Of the reported patients, 2 were male, 1 were female, and 0 were unknown.